Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. As received the belt failed the hipot test. The cause of the hipot failure was a shorted red (pp+) wire in the trunk cable. The root cause for the shorted wire was unable to be positively determined. No adverse event resulted from the defective electrode belt. The patient received a replacement electrode belt.

Event description:
A (B)(6) female patient's electrode belt was returned for an unrelated event. Upon servicing a reportable event was discovered. The electrode belt failed incoming testing. The patient was issued a replacement electrode belt.